Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient's representative reported left side intracapsular rupture and fluid adjacent to the implant, pain, swelling, hardening, suspected hematoma, "anxiety for alcl risk", left breast plump enlarged, capsular fractures, suspect of external shell leakage and inflammatory co-reaction of the glandular tissue. Device has been explanted.

Event description:
Patient's representative reported left side intracapsular rupture and fluid adjacent to the implant, pain, swelling, hardening, suspected hematoma, "anxiety for alcl risk", left breast plump enlarged, capsular fractures, suspect of external shell leakage and inflammatory co-reaction of the glandular tissue. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Patient's representative reported left side intracapsular rupture and fluid adjacent to the implant, pain, swelling, hardening, suspected hematoma, "anxiety for alcl risk", left breast plump enlarged, capsular fractures, suspect of external shell leakage and inflammatory co-reaction of the glandular tissue. The device remains implanted.